Event description:
It was reported that three (3) clearlink system continu-flo solution sets leaked, and fluid was coming from the stopper of the distal y-site. The issue occurred during patient infusion. The issue was further described as the device leaked at the tip of the y-site where you connect a syringe. For one of the cases, the set was in use for 30 min on a pump and used herceptin. For the remaining occasions the set was in use for approximately 5 minutes with saline and for 2 hours with leucovorin respectively. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H4: the lot was manufactured between 02/24/2025 and 02/25/2025. H11: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. Additionally, a functional flow rate test was conducted by connecting the companion sample to the spectrum iq pump simulating the usage process. The flow rate of the device was found to be within specification and no defects were observed that could generate a leak. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.